Event description:
Peg was pulled "bed-side". The internal bumper on the peg broke off into the pt's stomach and passed the pylorus. A kidney, ureter, and bladder test (kub) was obtained showing the bumper in the small bowel and subsequently at the ileocecal valve vs cecum, an x-ray was done, and the bumper was seen in the cecum. A colonoscopy was performed, and the bumper was successfully removed.